Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connection issue occurred because the video cable was broken, resulting in no image due to cause traced to component failure. Additionally, the cover glass of the insertion section had visible foreign material cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited no image, communication error (error b31), and cover glass of the insertion section had foreign material. There was no patient involvement.